Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that device is skipping when harvesting skin. Malfunction occurred during surgery. There was no harm to patient. There was a delay of about five minutes and patient was under anesthesia. An additional unplanned skin graft was not required to complete the procedure. No adverse events were reported as result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the rpm¿s were in specification but were erratic. The motor and spring seal were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.